Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, the insulin pump unable to perform the displacement test and occlusion test due to missing retainer and reservoir tube o-ring. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. No unexpected lost sensor alarm noted. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the clear plastic ring on the reservoir compartment came off. The customer also reported sensor issue. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.